Manufacturer narrative:
An unknown polarstem was reported due metallosis which led to revision surgery of the polarstem. The complaint device, used in treatment, was not returned for investigation. The complaint history review and production documentation review could not performed since the batch number of the complaint device is unclear. The risk management review could verify the severity and expected occurrence of the reported issue. The device labeling was reviewed. For the medical investigation, no clinically relevant medical documentation was provided. The patient impact beyond the reported elevated metal ions and revision procedure could not be assessed. No further medical assessment is warranted at this time. Based on the conducted complaint investigation, the root cause could not be determined conclusively. The complaint will be reopened if additional information will become available. Smith+nephew will continue to monitor for similar issues.

Event description:
It was reported that a revision surgery of polar stem was performed due to elevated cobalt levels.